Event description:
Significant oversensing, which resulted in inappropriate shocks, was reported. Upon disconnecting the lead from the device, oversensing was verified with the analyzer. The lead was capped. Patient is now having nightmares of more inappropriate shocks, making it difficult to convince patient to implant another system.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.